Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the artificial urinary sphincter (aus) suddenly stopped working. The patient started to use 11 pads per day after being completely continent. All components were removed and a new double cuff aus system was implanted. No further complications were reported in relation to this event.